Event description:
The physician was removing a polyp with an erbe esu. The physician used a loop type polypectomy snare and was successful in removing the polyp, but could not cauterize the area. They switched machines with a backup and completed the procedure.